Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection and formation of biofilm (site of infection and biofilm not confirmed). There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.